Manufacturer narrative:
(B)(4) date sent: 07/31/2025 b3: unknown d4: batch #900a51. Additional information was requested, and the following was obtained: was the plastic portion of the cartridge damaged? Unk. Was the metal cartridge pan separated from the plastic portion of the cartridge? Unk. What part broke (closing trigger, firing trigger, handle, jaws, buttons, etc.)? Unk. - did any piece break off of the device? Unk. Did it fall into the patient? No, it did not. No, the pieces fell into the patient. Did retrieval alter the procedure in any way? Unk. 7. If yes, please explain. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the gst45g reload was returned unfired with the stapler retainer placed, with the reload pan partially dislodged from the right proximal side. In addition, 3 double driver missing, making the reload non-functional. No functional test was performed due the condition of the reload. No conclusion could be reached on what may have caused the reload pan to dislodge. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device gst45g with lot number 126c79; and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 900a51, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic lobectomy procedure, when trying to use on the lung parenchyma and the gst45g into the main body, the cartridge did not go in. In the event the cartridge did not fit, it was determined that there was no problem with the main body, so a new cartridge was opened, and the surgery was completed without any problems. The cartridge color was green. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.